Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt an "internal pulsing." An in-clinic device check was performed where diaphragmatic stimulation was observed and able to be reproduced. The left ventricular (lv) lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical product surveillance registry. No further patient complications have been reported as a result of this event.